Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccur. Caller understood and acknowledged these instructions.